Event description:
The date of this event is estimated. (B)(6) performed a total knee arthroplasty procedure using quill srs #2 pdo for capsular closure, 0 pdo for the intermediate layer and 2-0 monoderm for skin closure. Per this account's sales rep, this surgeon typically closes the skin with staples. However, during this case, the surgeon allowed the resident to close the skin using the monoderm suture. The pt experienced dehiscence approx two (2) weeks post-operatively. It is unk what layer of closure dehisced due to the inability to reach surgeon.

Manufacturer narrative:
No samples were returned to angiotech for eval. Two (2) other quill srs products were also reported. The product info is as follows: # 0 pdo - model/catalog #: ra-1067q, lot #: m704930, exp date: 07/31/2011, device manufacture date: 07/2009, 510(k) #: k051609; 2-0 monoderm- model/catalog #: ya-1024q, lot #: m648710, exp date: 05/31/2011, device MFR date: 05/2009, 510(k): k072028. Method: the devices were not returned for eval. Results/conclusion: the devices were not returned for eval. No product eval can be performed. It is uncertain if the surgeon's decision to use the monoderm suture for skin closure instead of the staples, as typically used historically, contributed to this event. Angiotech reference: (B)(4). Item # ra-1067q, quill srs, # 0 pdo, lot m704930, item # ya-1024q, quill srs, 2-0 monoderm, lot m648710.